Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that implantable cardiac monitor (icm) and the remote monitor intermittently appeared as ¿disconnected¿ in the remote monitoring network approximately every 15 days, and the patient was asked to perform manual transmissions about every 15 days to ¿reconnect¿ the system. It was also reported that the monitor did not send nightly transmissions regularly and that very little data transfer was observed in the cellular provider portal despite the monitor being active/connected, which created patient burden due to repeated manual transmissions. Troubleshooting steps were reportedly taken to ensure the monitor was properly connected and that the network was functioning. It was assessed that the implantable cardiac monitor (icm) experienced marginal telemetry causing the gaps in successful transmissions. The icm remains in the patient. No patient complications have been reported as a result of this event.